Manufacturer narrative:
(B)(4).

Event description:
It was reported during the patient's ICD replacement procedure, the ventricular lead exhibited a fracture. High impedances and low sensing was observed intra-operatively. The reported lead was capped and replaced. The patient's condition was stable post-procedure.